Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. Surgery may occur later to address the issue.

Event description:
There were no allegations against the ipg, therefore the ipg is no longer reportable.

Manufacturer narrative:
There were no allegations against the ipg, therefore the ipg is no longer reportable.